Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. Visual inspection of the returned device noted the nail was fractured at the lag screw hole. The fractured component was sent to sem for additional evaluation. Fracture analysis noted the progression marks supporting fatigue fracture failure modes initiating laterally and progressing medially suggesting the nail was subjected to numerous fatigue cycles before complete failure. The material analysis determined that the product was conforming to print specifications. Root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Date of birth - 1929. Concomitant medical products: 814550032, cortical bone scr 5.0mm x 32mm, m11140twa, 814510095, hfn lag screw 10.5mm x 95mm, ue1112295d, 814501085, hfn a/r screw 85mm, tm1212285e. Report source, foreign - the event occurred in (B)(6) . Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Requested but not returned by hospital.

Event description:
It was reported that the patient underwent a hip nail fracture repair procedure. Subsequently, the patient was revised due to hearing a crack upon standing which was the hip nail fracturing. Attempts have been made and additional information on the reported event is unavailable.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of radiographs and photos; radiographic evaluation shows a fracture of the intramedullary rod as well as a comminuted fracture involving the proximal femoral diaphysis and the provided photos of the explanted nail shows it fractured at the lag screw hole DHR was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. (B)(4). If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.